Event description:
Product inserted into right arm for av graft. Post procedure, upon removal of wire, wire broke in right arm-tried to retrieve wire through right arm to no avail, tried to retrieve through groin to no avail. During retrieval procedure, pt suffered a stroke. Started on tpa and repro with great results. Transferred to ICU. Few hours later, pt deteriorated CT revealed large bleed to head transferred to another facility for surgery.